Event description:
The reporter stated that during a spinal surgery procedure, while backing a screw out, the wings of the screwdriver became stuck in the tulip of the screw and the screw broke. The surgeon elected to leave part of the screw inside the pt's bone. The surgery was completed using a spare screwdriver. Integra has requested additional clinical info.

Manufacturer narrative:
A review of the device history record showed that there were 14 lots of this inserter received by integra. One lot had some parts with a nonconformity. Parts were sent back and reworked, then reinspected with no nonconformities noted. To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.